Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ovarian cyst ('cyst on ovary'), genital haemorrhage ('abnormal bleeding (general)') and uterine haemorrhage ('uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depoprovera from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (oophorectomy (one side removal of ovary) and supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the ovarian cyst had resolved. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient used elonogest implant in (B)(6) 2014 to (B)(6) 2014 for birth control. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs received. Case becomes incident. New events added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), cyst on ovary, abdominal pain, pelvic pain, uterine bleeding. Reporters, patient demographics, historical drug and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.